Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into server and verified that server was accessible without any issues. Further checks confirmed that internet information services (iis) was functioning properly, the certificate was valid and up to date and no further investigation was required. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to log in. The customer was not seeing the usual message indicating an incorrect password. Additionally, there appeared to be an issue with the certificate. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.